Event description:
It was reported that the patient arrested during the implant procedure. The patient stopped breathing and the oxygen saturation went down to 30% when propofol was administered. The patient was stable and being taken to the post-anesthesia care unit when the manufacturer¿s representative left the facility. There were no alleged product issues. The event was a patient reaction to the anesthesia, rather than a product problem. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 355531, lot# n519825, product type: screening device. (B)(4).